Event description:
It was reported that the ventricular lead impedance was greater than 3000 ohms in both unipolar and bipolar polarities. It was reported that the patient underwent a shoulder surgery in 2014; following the surgery, a gradual rise in ventricular lead impedance was observed over a period of few months however, the lead continues to function.